Manufacturer narrative:
Device received with critical pump error (open book) after battery installation and unable to download, problem isolated to electronic assembly. Unable to perform functional test including self test, rewind, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to critical pump error. Force sensor zero offset measured within specific range. Unable to confirm pump error 35 alarm due to constant critical pump error alarm. Device also received with broken battery tube threads and cracked case(battery tube).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced low blood glucose. The customer¿s blood glucose level was 58 mg/dl. Customer was treated with glucose tablets. The customer was reported that insulin pump had critical error alarm. The customer stated that insulin pump had crack at back of reservoir compartment. Insulin pump had critical error alarm and also received other critical error alarm. It was unknown that the insulin pump was on auto mode or not. Insulin pump will be returned for analysis.